Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: not applicable. Procedure: not applicable. Cathplace: not applicable. The pump failed to allow the use of the bolus function. Filled by (B)(4).

Manufacturer narrative:
Method - received one partially full pump for eval and investigation. Result - the pump was received with the select-a-flow (saf) set at "7 ml/hr", the pinch clamp open, and the bolus (pca) button in the upright position. Conclusion - bolus testing was performed and the pump functioned as designed. The directions for use (dfu) (pn 1306085, rev. A) provide complete instructions for priming this pump with a select-a-flow and ondemand bolus device. A review of the lot history found no confirmed complaints of a stuck bolus button for this lot. Although the complaint could not be confirmed, this product is currently under recall.